Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reported manufacturer report number: 2017865-2020-19215. It was reported that the patient presented for an implant procedure. During the procedure, after placement of the left ventricular (lv) lead, it was noted that the insulation of the lead was perceived to be thicker at the connector pin than previous leads. This thickening resulted in the testing connector sleeve to not be fully seated on the lead and prevented the electrical testing from being completed. A second connector sleeve was provided and had a similar issue. A new lv lead was provided and was noted to have the same insulation issue, so it was not implanted. A competitor connector sleeve was attempted and it engaged the lead properly, allowing for the electrical testing to be performed. The initially placed lv lead was used as it was in a stable position and functioned normally. The patient was discharged.

Manufacturer narrative:
The complete lead was returned for analysis with the reported events of the is-4 adapter not fitting the lead due to thickening of the insulation of the lead connector. The lead connector passed insertion testing into a test device and into a test is-4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot that may have contributed to the reported field events.